Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine in the 3 north medication room had a failed drawer 5.1, which had been getting stuck in the open position multiple times over the past week. A field service engineer (fse) identified that the main drawer 5.1 had a latch hard stop assembly that was loose and hanging behind the drawer due to missing screws. The fse reattached the hard stop assembly securely and verified proper drawer operation, confirming normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system pyxis machine in the 3 north medication room had a failed drawer 5.1, which had been getting stuck in the open position multiple times over the past week. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.